Manufacturer narrative:
Product ID 3777-45, serial # (B)(4), implanted: (B)(4) 2009, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer. (B)(4).

Event description:
It was reported that stimulation was unable to be adjusted. The display showed a "call your doctor" icon. It was stated that there was a power on reset (por) condition. Five days later the por was unable to be cleared because the patient needed to charge her battery. Patient outcome is unknown at the time of this report. Additional information has been requested, but was not available as of the date of this report.